Event description:
The pt reported she received an e4 (occlusion) message on her insulin infusion device during normal basal delivery. She stated she was sleeping and woke up to the alarm. She said she has experienced elevated blood glucose readings of 25 mmol/l with her target range being 6.5 mmol/l. She said her symptoms were nausea and weakness and she treated her reading by bolusing 4 units of insulin through her infusion device. The pt stated she changed her infusion set tubing and headset 2 days ago. To troubleshoot, the pt was instructed to disconnect from her infusion headset and bolus and prime through the tubing. She received an occlusion message each time. The pt was then instructed to remove the tubing and prime through the adapter which went through without error. The pt was instructed to attach and prime a new tubing which she successfully did. On follow up, the pt stated her readings have returned to normal, and she has received no further occlusion messages since replacing the tubing and headset. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.